Event description:
Caller reported a cgm error 42 and contacted support. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, which successfully resolved the issue, allowing the sensor session to start without further errors.